Event description:
It was reported that the patient experienced underdose/withdrawal with symptoms of nausea and vomiting. The complete history of the patient was unknown, but it was noted that the patient had been having a few episodes of the symptoms. The symptoms had been going on for a couple of weeks. Pump was interrogated on 2012-(B)(6) and empty reservoir alarm was detected. The patient did not miss a refill; patient came in when they were supposed to. A programming error and missed refill was going to be investigated. The pump was then refilled. Patient had improved for 24 hours and then worsened again. There were no alarms; none active. A diagnostic study was not performed. It was unknown if a volume discrepancy was checked. A rotor study and catheter patency was going to be confirmed. The catheter access port was not able to be accessed due to depth and position of the implant in the abdomen. The patient was stable and was be referred to a neurosurgeon for pump exchange (age of pump considered) and catheter exploration. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the pump found no pump anomaly.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had another episode of withdrawal prior but the patient was given the wrong refill date. It was not the pump issue but an office issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient's pump and catheter were pending revision. The catheter was reported to have a "potential" kink. A dye study was aborted on (B)(6) 2012. Patient outcome was reported as "recovered without sequelae". The patient was also experiencing increased pain. Additional information was received that indicated the device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Product ID 8709, lot# l66507, implanted: 1999-(B)(6), product typ catheter; product ID 8578, lot# n084334, implanted: 2007-(B)(6), product typ accessory. (B)(4)

Event description:
Additional information received reported that the pump replacement was "no-event", as the pump was moved pump from right abdomen to right flank and during that revision, the healthcare provider (hcp) decided to replace the pump. Following pump replacement the patient outcome was reported as recovered without sequelae. A follow-up report will be sent if additional information becomes available.